Event description:
Procedure performed: cholecystectomie. Event description: the op manager informed me today about problems with our clipper ca500. They have a few problems in the last few weeks and they thought it might be due to the user. In today's operations, however, it was the head doctor himself who knows our clipper very well and never had a problem before. The problem is with the release of the clips. The first 2-3 clips can be triggered as usual, but then it hangs and no further clips can be used. The op manager gave me the 2 clippers that were the subject of the complaint in a secure package for checking. Additional information received by applied medical rep via email on 13sep23: basically the hospital use our clippers for 5 years and know the ins and outs. They always use our cff73 for the procedures. The clips are not preloaded and there is no pressure when inserting the clipper through the trocar. Unfortunately, there are actually 2 problems. The first 1-2 clips can be preloaded and applied normally, but after that there are problems with the clips. You can no longer preload the clips and they fall out of the clipper. The second problem is that some of the clips do not close properly. Unfortunately, it has already happened that the clips have slipped off the duct. The handle has been pulled back completely, so that can´t be the problem. As already mentioned, the customer has been using our clippers for almost 5 years and uses about 300 of them a year. The handling is well known and there have been no problems so far. When I spoke to the op manager yesterday, she also told me that the problem has also occurred with other batches. However, they probably did not keep any of the clippers, so we cannot make a cer for that. Unfortunately, she also told me that they will not use our clippers any more until further information is available, because it is currently too unsafe. Additional information received by applied medical rep via email on 3oct23: the clips did indeed fall off after cutting. After consulting with the user, there was still enough tissue left. Patient status: nothing happened with the patient. Intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of incomplete clip closure. Engineering observed multiple clips not closing completely. Based on the condition of the returned unit, it is likely that the reported event was caused by the width of the jaws being out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomie. Event description: the op manager informed me today about problems with our clipper ca500. They have a few problems in the last few weeks and they thought it might be due to the user. In today's operations, however, it was the head doctor himself who knows our clipper very well and never had a problem before. The problem is with the release of the clips. The first 2-3 clips can be triggered as usual, but then it hangs and no further clips can be used. The op manager gave me the 2 clippers that were the subject of the complaint in a secure package for checking. Additional information received by applied medical rep via email on 13sep23: basically the hospital use our clippers for 5 years and know the ins and outs. They always use our cff73 for the procedures. The clips are not preloaded and there is no pressure when inserting the clipper through the trocar. Unfortunately, there are actually 2 problems. 1. The first 1-2 clips can be preloaded and applied normally, but after that there are problems with the clips. You can no longer preload the clips and they fall out of the clipper. 2. The second problem is that some of the clips do not close properly. Unfortunately, it has already happened that the clips have slipped off the duct. The handle has been pulled back completely, so that can´t be the problem. As already mentioned, the customer has been using our clippers for almost 5 years and uses about 300 of them a year. The handling is well known and there have been no problems so far. When I spoke to the op manager yesterday, she also told me that the problem has also occurred with other batches. However, they probably did not keep any of the clippers, so we cannot make a cer for that. Unfortunately, she also told me that they will not use our clippers any more until further information is available, because it is currently too unsafe. Additional information received by applied medical rep via email on 3oct23: the clips did indeed fall off after cutting. After consulting with the user, there was still enough tissue left. Patient status: nothing happened with the patient. Intervention: unknown.